Event description:
The facility reported a pump in which the channel b air in line sensor was off. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 12 2007. Evaluation summary:the reported condition was confirmed. Inspection of the device found that this was caused by the pump's air in line printed circuit board being out of specification. This part was replaced. The air in line printed circuit board on channel c was also found to be out of specification and was also replaced.

Manufacturer narrative:
Review of trending information from the 2005 to 2007, timeframe reveals that there is no adverse trend in the number of occurrences of this malfunction.